Event description:
While using a byte night aligners, patient reported that the aligners cut their upper gums creating a lot of discomfort. They tried wearing them again and the pain was so much they could not wear them. Provided tips for filing sharp edges and salt water rinse to heal the tissue. Advised patient to remain in comfortable aligner until all has healed.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.